Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 900 mg/dl due to the tubing pulling off of the reservoir, near the p-cap. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer also stated that she had the flu at the time of the event. The customer declined to return the infusion set in question as she will be consulting with an attorney. Nothing further was reported.